Event description:
The consumer reported that the patient wanted to know if the implantable neurostimulator (ins) could be made so they could tell when it would become depleted. The patient wanted to know if when the ins was replaced could the leads be left and only the stimulator get replaced. The device gave the patient their life back. If the implantable neurostimulator (ins) didn¿t work, they were back on tpn, liquid food, and had 24/7 nausea and vomiting. If it would ever get to the point where the stimulator needed to be replaced, but could not be replaced for some reason, the patient would be in a world of hurt, could not eat or take pills, nothing. The ins stopped working with no warning and just went dead at the end of (B)(6) 2015. The ins was replaced on (B)(6) 2015. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the dead implanted device included the device was at 10 milliamps, 2 seconds on, 3 seconds off, 55 hz, 5.5 amplitude, and pulse 330 microsecond. Steps take to resolve the dead implanted device included replacing the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.